Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 850 mg/dl. The customer could not stop throwing up. She was administer insulin drip. She went into a diabetic ketoacidosis. The customer received a no delivery alarm. She had issues with the serter. The infusion set cannula was bent because she had to manually insert the infusion set. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-47924 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.